Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via a transfemoral approach, a cutdown was performed on the left due to calcification throughout the left iliofemoral artery. The esheath insertion encountered resistance at the common/external iliac bifurcation where there was a large calcium deposit. However, the esheath bypassed the calcium. The 14f introducer was removed, and the 16f dilator was inserted into the esheath without resistance. When it was time to insert the delivery system (ds), the loader was completely hubbed to the esheath before the physician advanced the ds. Resistance was met at the lcia/leia bifurcation. Upon panning down with fluoroscopy, it appeared that the valve was outside of the esheath. This was confirmed in another view, and a bent strut was observed. It was decided to abort and prepare a new esheath, ds, and 26mm valve per the instructions for use (IFU). The initial esheath, ds, and valve were removed, and it was observed that the valve had come out of the esheath. The second esheath was inserted without resistance, as was the second ds and valve. The valve was successfully deployed, there was no damage to the iliofemoral artery, and the patient is stable. Imagery review found a liner puncture with exposed valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. H8 was marked in error. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided indicated that the patient's left access vessel was characterized by tortuosity, undersized dimensions, and calcification. Per the technical summary, the instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on post-procedural imagery. In this case, available information suggests that procedural factors (high push force) and/or patient factors (tortuosity, calcification, undersized vessels) may have contributed to the reported event as confirmed via 3mensio. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to liner tear/puncture due to direct interaction with crimped valve (e.g. Catching of bent strut) via non-coaxial trajectories. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.